Event description:
Reporter alleged the customer was having low blood sugar and sweating when she got an error on the aviva meter system. Reporter stated the paramedics were called and treated the customer with orange juice about 30 minutes later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.